Event description:
Edwards received information that this 23mm pericardial aortic valve appeared to have a hair or suture near the sewing ring. The observation was made during preparation and was not used on a patient. Another 23mm device was used and patient outcome was reported as good. It was further reported that an attempt was made to remove the hair from the valve by rinsing, but remained stuck to the device.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm reported particulate. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for visual analysis. As received the device had a hair-like particle and blue fiber particulate were found on the inflow aspect of leaflet 3 on the valve. The particulate measured 6mm in length and one end appeared to be consistent with a hair follicle. Chemistry evaluated the hair-like particulate and the ir spectrum of the unknown particulate showed similar absorption characteristics when comparing to protein-like material. The blue fiber particulate was also sent to chemistry; however, due to its microscopic size and low infrared energy, the results of the ft-ir were inconclusive. Based on the evaluation, the source of the hair-like particulate and blue fiber could not be conclusively determined; however, the valve was likely contaminated after rinsing of the valve. Per the instructions for use (IFU), the bioprosthesis is to be inspected and the ID tag is to be removed just prior to implantation. The ID tag was removed suggesting there were no particulates observed after rinsing. It is possible the hair-like particulate came from the staff in the operating room as it was not noticed until after ID tag removal. Additional manufacturer narrative: a device history record review was performed and there were no related non-conformances that could have contributed to the event. The device met all manufacturing specifications and sterilization prior to release. Risk documents were reviewed and the severity for the valve becoming contaminated with particulates is major. Control measures consisting of IFU precautions are in place to mitigate the risk of contaminating the valve with particulates. The IFU states to avoid contact of the leaflet tissue or the rinse solution with towels, linens or other sources of lint and particulate matter that may be transferred to the leaflet tissue. While there is no conclusive information to determine when the device in question was contaminated, corrective action was initiated to address fiber/particulate contamination during valve processing.